Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. E4 were found in the history list. On (B)(6) 2016 an e4 occurred. On (B)(6) 2016 an e4 occurred again. The e4 on (B)(6) 2016 was not cleared according to the user guide. Thus, the occlusion may have existed, when the customer put the pump back to run mode on (B)(6) 2016. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully with a diagnostic test system.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was admitted to the hospital for 2 days due to hyperglycemia of 33.0 mmol/l and ketones. She had symptoms of a stomach ache, increased thirst, nausea, and feeling hot. She was taken off the infusion device and treated with insulin via IV. Her blood glucose began to lower and she was placed back on the infusion device. Her blood glucose again rose to 33.0 mmol/l. It is alleged the insulin delivery of the infusion device is inaccurate. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.